Event description:
In 2007, at 6:52pm, the lay-user/patient contacted lifescan alleging that the one touch ultra2 meter is not turning on. This complaint is being classified according to the documentation of the customer care advocate (cca). The patient stated that the meter had not been working for a week. A few days ago prior to contacting lfs, she started developed symptoms suggestive of hyperglycemia. The patient felt like she was getting "high" and had symptoms of thirst and frequent urination. Prior to contacting lifescan, the patient was able to re-seat the meter's battery and resolved her issue. The patient obtained a "150 mg/dl" with the lfs meter. The patient did not test with any other meter. She did not take any action in regards to diabetes treatment and did not require medication intervention. During troubleshooting, the reported issue was resolved as stated above. This complaint is being reported because the patient claimed she was not able to test her blood glucose and developed symptoms that can be suggestive of hyperglycemia. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.